Event description:
The stent was flushed correctly and no problem was detected but the physician was unable to pass a .035 wire so the stent could not be used. The stent could not be positioned on the wire as it would not track over the wire. The customer is very used to cordis products and the products are all stored in storage cupboards in the lab. The doctor uses a lot of smart stents and is very familiar with the IFU. Nothing unusual was noted about the stent delivery system until the wire would not pass down. The information on the exact guidewire used is not available other than usual .035 wire. It is unknown if the insertion difficulty was caused by a blockage of possibly injectable material. Another smart stent was used to finish the procedure. Analysis of the device indicated that the inner member was separated from outer member.

Manufacturer narrative:
The stent was flushed correctly and no problems were detected but the physician was unable to pass a .035 wire through the guidewire lumen so the stent was replaced with another and the procedure completed. Analysis of the device indicated that the inner member was separated from outer member. One non-sterile unit of smart 7 x 120 mm was received coiled in a plastic bag. Valve was opened. Stent was at the correct position. Outer member was kinked at 1.5 cm from proximal end of ID band and bent at 8.3cm from brite tip and compressed at 78.8cm from brite tip. A 0.035" lab sample guidewire was introduced from distal end and it stopped at 80.6 cm from distal end. The inner member was separated from outer member and it was found that it was compressed at the same distance that the outer member compression. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The obstructed inner shaft reported by the customer was confirmed at the compressed location found at 78.8cm from brite tip, the cause could not be determined; however it does not appear to be manufacturing related; controls are in place to prevent this type of failure, such as the use of (B)(4) to maintain the sds in straight position to prevent kink and bends as well as there are inspections in place to detect these type of damages in the sds, reference procedures documented in (B)(4). Procedural factors and handling may contribute to failure as reported. The kink and bend condition found during the analysis could not be conclusively determined. The failure does not appear to be manufacturing related; controls are in place to prevent this type of failure (B)(4). Neither the DHR review nor the product analysis suggest that the condition reported by the customer could be manufacturing related, therefore no actions will be taken at this time. With the information available it is not possible to draw a clinical conclusion between the device and the event.